Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they heard beep tones coming from their pacemaker. Ts explained that audible alerts are not available for this type of device, however, further analysis was performed. Upon review of device data, it was found that this device exhibited oversensing of noisy signals in bipolar sensing configuration, and that a lead safety switch was triggered due to high pacing impedance measurements out of range, measuring greater than 3000 ohms. Additionally, there was a signal artifact monitoring (sam) stored episode, and it was noted that the minute ventilation (mv) feature was deactivated. A gradual decrease in right ventricular (rv) intrinsic amplitude and pacing impedance within range were also observed, and fast ventricular rate sensing was identified within the histogram rate counts, which can be indicative of noise. Ts provided troubleshooting recommendations to evaluate system integrity and to rule out potential lead impairment. The following facility indicated that the plan is to monitor the patient as they have low pacing burden, and the patient is not symptomatic. At this time, no adverse patient effects have been reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they heard beep tones coming from their pacemaker. Ts explained that audible alerts are not available for this type of device, however, further analysis was performed. Upon review of device data, it was found that this device exhibited oversensing of noisy signals in bipolar sensing configuration, and that lead safety switch was triggered due to high pacing impedance measurements out of range, measuring greater than 3000 ohms. Additionally, there was a signal artifact monitoring (sam) stored episode, and it was noted that the minute ventilation (mv) feature was deactivated. A gradual decrease in right ventricular (rv) intrinsic amplitude and pacing impedance within range were also observed, and fast ventricular rate sensing was identified within the histogram rate counts, which can be indicative of noise. Ts provided troubleshooting recommendations to evaluate system integrity and to rule out potential lead impairment. The following facility indicated that the plan is to monitor the patient as they have low pacing burden, and the patient is not symptomatic. At this time, no adverse patient effects have been reported. The device remains in service.

Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they heard beep tones coming from their pacemaker. Ts explained that audible alerts are not available for this type of device, however, further analysis was performed. Upon review of device data, it was found that this device exhibited oversensing of noisy signals in bipolar sensing configuration, and that a lead safety switch was triggered due to high pacing impedance measurements out of range, measuring greater than 3000 ohms. Additionally, there was a signal artifact monitoring (sam) stored episode, and it was noted that the minute ventilation (mv) feature was deactivated. A gradual decrease in right ventricular (rv) intrinsic amplitude and pacing impedance within rage were also observed, and fast ventricular rate sensing was identified within the histogram rate counts, which can be indicative of noise. Ts provided troubleshooting recommendations to evaluate system integrity and to rule out potential lead impairment. The following facility indicated that the plan is to monitor the patient as they have low pacing burden, and the patient is not symptomatic. At this time, no adverse patient effects have been reported. The device remains in service.